Event description:
A female who experienced intraoperative death, due to severe pulmonary embolism (pe) (cement and fat) during major spine surgery including corpectomies, laminectomies, fusion and vertebroplasties. The pt also developed intraoperative disseminated intravascular coagulopathy (dic). Pe was recognized minutes after norian tm was injected into the vertebral bodies. Dic developed approx 30-45 minutes after pe. After these events, the pt was treated with pressors, mechanical ventilation and massive transfusion, but developed cardiopulmonary collapse without response to appropriate resuscitative efforts. An autopsy was performed, finding fat and cement fragments in the pulmonary vasculature. Dose, frequency & route use: intravertebral. Therapy dates: 2007. Diagnosis for use: to harden vertebral bodies.